Event description:
A two-level acdf with corpectomy (at c6) was performed at the c5-c7 spine levels. A follow-up film taken the day of surgery noted the plate had separated at its lower joint. Revision surgery commenced and the plate was replaced that same day. There was no pt injury.

Manufacturer narrative:
(B)(4). The device has not yet been received. Review of the post-operative films received confirmed the reported event. The root cause of the event is not known. No prior similar events have been reported in this product line. Review of the device history record indicates no non-conformances associated with the lot. Review of labeling notes: "potential risks identified with the use of this system, which may require add'l system, include: bending, fracture or loosening of implant component(s)."